Event description:
I went to (B)(6) hospital for vaginal hysterectomy due to stage 2 prolapse. I have been having a lot of female problems since then. The lack of sexual activity and constant pain in the lower stomach and female area. Was wondering if maybe I could have been effected by the mesh that they used to treat me in the surgery.